Manufacturer narrative:
Findings: pump was received with failed battery test alarm after battery change due to power connector on battery tube not plugged in properly. Unable to verify low battery alarm due to failed battery test alarm. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported tha the customer had a low battery alarm on the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer is call a second time regarding low battery and replacement battery cap did not resolved the issue. The customer was advised that the insulin pump will need to be replaced. The customer was instructed to return insulin pump with battery cap and batteries intact and to zero out basal rates.